Manufacturer narrative:
(B)(4). Additional information: the reported event was unknown; however, a check patient line alarm was identified during a review of the event history log. A sample evaluation was performed, which included a mechanical evaluation. Internal and external inspection was performed. A short simulated therapy was successfully performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified alarm occurred during peritoneal dialysis therapy on the homechoice. It is unknown whether the patient was connected at the time of the alarm. The device made multiple beep sounds during the loading of the cassette. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.